Event description:
Caller reported an issue with a cgm error 42 related to a g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller planned to reset the pump when ready, with a follow-up if the issue persisted.